Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/13/2019. The manufacturer's field service engineer (fse) confirmed and assisted customer over the phone. The fse replaced the ventilator with a new one. The customer returned the pm board. The visual inspection revealed no signs of damage or contamination. The pm board was tested with no failures identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit produced the alarm led failed. The customer reported there was no patient involvement.